Manufacturer narrative:
Investigation results: visual investigation: the product arrived in a clean status with a loosened universal converter 10-12 mm ek002250. The investigation was carried out visually and microscopically. The universal converter 10-12 mm ek002250 is loosened. Additionally the blinding-protector ek002252 is missing. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the device is defective. Part of the sealing unit has come loose and fell inside the abdomen of the patient. The plastic piece was found during surgery inside the patient. Surgery performed was cholecystectomy. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).